Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, and electrical testing revealed that the internal battery was completely depleted, and the voltage and alternating current internal resistance (acir) intermittently fluctuate when slight pressure is applied to the battery case. Additional testing of the battery cell revealed that it was internally shorted due to the separator material melting through a few internal layers.

Event description:
It was reported that the patient was experiencing shocking sensation at the pocket site. It was also stated that the patient was having difficulty charging the ipg and communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Event description:
It was reported that the patient was experiencing shocking sensation at the pocket site. It was also stated that the patient was having difficulty charging the ipg and communicating the remote control to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.